Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic hernia repair, they were using the device. After a while the active blade loosen and fall off. There were no patient consequences.